Event description:
It was reported that a malfunction occurred on the pump, identified by the code "malf 12." The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l); therefore, blood glucose level remained within range. Technical support provided instructions to reset the pump, which resolved the malfunction, and the customer was advised to continue using the pump and to reach out again if any issues reoccurred.